Event description:
It was reported to nova biomedical that a consumer received a result of 349 mg/dl on their blood glucose meter at 12:39p. The consumer immediately performed another test using the same meter and strips getting a result of 411 mg/dl at 12:40mg/dl. The consumer reports he had a correction bolus an unknown amount of insulin to his wife based on those readings. At 6:56pm, the consumer reports he noticed his wife was not moving so he retested her blood sugar level and received a 309 mg/dl. He did not administer any insulin based on that reading. At 7:04pm, consumer tested his wife again, getting a result of 266 mg/dl. At 7:05pm consumer tested his wife again, getting a result of 265mg/dl. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.